Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The site has indicated that the incident sample is not available for eval. If additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a proximal pancreaticoduodenectomy, oozing occurred even though an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no tissue damage and no pt injury.